Event description:
During initial manufacturing testing, the pump did not alarm when a proximal occlusion was present. There were no reports of any adverse pt events while the device was in clinical use.

Manufacturer narrative:
The device was received. Investigation is not complete.